Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, while picking up tissue, one side of the tip of the monopolar curved scissors instrument "cracked" and fell into the pt. The fragment was immediately removed. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported that "one side of the tip is broken", however, failure investigation confirmed that the left blade is broken off at the cross section of the grip cable crimp. Customer was likely referring to the scissor blade when stating that the "one side of the tip is broken". The broken blade was not returned, per the case notes, the broken instrument component was successfully retrieved from the pt. The break plane of the blade is not totally flat as there are a couple of changes in elevation along with a crack at the crimp pocket. Intact blade shows signs of light pitting on the non-cutting edge near the tip, indicating possible corrosion which may have caused corrosive cracking, causing the blade failure.